Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 295 units of insulin. Additionally, the customer experienced an elevated blood glucose (bg) level of 425 mg/dl. The customer thought the suspected cause to be due to delivering too little insulin for a meal. The customer confirmed a correction bolus would be delivered with the pump and manual injections, and declined further follow-up from tandem technical support.